Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber tip was degraded, which is an expected behavior for consumable devices. Testing of the fiber identified that there was no light present from the sub-miniature type a (sma) connector, indicative of a fracture. Based on this observation, the reported event was confirmed. It is likely that during procedural handling, the connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. According to the device instructions for use (IFU), it is instructed to hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use. Based on all available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber did not work when connected. The procedure was completed with a new fiber. No patient injury was reported. The fiber was returned, and analysis identified a fracture within the connector.